Manufacturer narrative:
Product event summary manufacturer's analysis confirmed the customer comment that the programmer¿s stylus did not align with the cursor on the display screen. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer's stylus wouldn't stay calibrated. The stylus was replaced but did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.